Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal results as well as another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue occurred at 11:30am on (b)(64) 2018. At this time the patient obtained a blood glucose result of ¿252mg/dl¿ with the subject meter and ¿196mg/dl¿ on another device within 30 minutes of one another. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy and meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages their diabetes with an unspecified combination of medications and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient developed symptoms of ¿dizzy and lightheaded¿ right away and visited their doctor¿s clinic at 12pm in response to this. The patient was ¿tube fed¿ by the doctor and given an additional can of ¿glucema and saline solution¿. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient was unable to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began.